Event description:
It was reported that the pt underwent a balloon ablation procedure during 05/2004. During 2004, the pt began having severe abdominal pain. The pt was prescribed oral pain medication. As a result of the severe abdominal pain, the pt underwent a hysterectomy in 11/2004.